Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had broken shaft pin. There was no patient involvement.

Manufacturer narrative:
Additional contact person - (B)(6). Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5. A getinge field service engineer (fse) disassembled and replaced bracket,pole mtg,iabp (d406-00-0742) and pole,IV (d436-00-0199). Reassembly and functional diagnostic tests performed. Functional tests performed with positive results.

Event description:
It was reported that the shaft pin of cs100 intra-aortic balloon pump (iabp) was broken during the transport of the device from one room to another. There was no patient involvement.